Event description:
Reportedly, the device was attached to the patient in AED mode and indicated "connect electrodes." The electrodes were replaced with no change. A back up device was used with the same electrodes and cable and used to continue treatment. There were no adverse effects to the patient reported during this event.

Manufacturer narrative:
Medtronic evaluated the device and observed proper operation during functional and performance testing. The root cause for the reported event was not determined.